Event description:
It was reported that the patient developed an infection due to pump placement in his left thigh beneath a tattoo on his skin that became infected. The type of organism was unknown. The pump and the catheter were both removed, reportedly "due to the risk for meningitis that could travel up the pump/catheter system." The device system was used to deliver dilaudid. The patient was admitted to the hospital for 4 days due to the infection and device removal. The infection was debrided before a new system was implanted. The patient was on intravenous and oral dilaudid while in the hospital, because his "old pump was not working to provide any pain relief at that time." The new pump was implanted in the patient's right thigh. It was reported that there were "no known issues." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the proximal segment and assembly of the catheter revealed no significant anomalies. The remaining portion of the catheter was not returned. It was noted the catheter body was partially occluded by dried drug or blood. The occlusion later broke loose during the decontamination process. No other anomaly was found. Analysis of the pump found no pump anomaly. The pump passed all non-destructive lab testing. There was no complaint against the pump. There was a motor stall and recovery in the logs. The stall and recovery occurred a day before explant. There are many factors that can cause a sii motor to stall, for instance emi and magnets ext. After doing destructive analysis the technician found nothing significant that may have caused the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter; product ID 8590-1 lot#,(B)(4), serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.